Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experience inflammation. The inflammation was treated with an anti-inflammatory and fibrin was treated with a laser. Additional information was received which indicates that on the fourth postoperative day, the patient experienced decreased vision. One week later, the patient had developed anterior chamber cells, mild corneal endothelium edema, and ciliary body hyperemia requiring antibiotic and anti-inflammatory treatment. The following week striate opacity was observed in the post iol space. On the fourth postoperative week there was blot opacity seen on the surface of the iol. The anterior chamber cells had mostly disappeared and the vitreous was clear. Twelve days later, there was anterior chamber inflammation, iol surface opacity and a laser treatment was performed. The patient problem was documented as iridocyclitis.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece model was not provided. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that an epiretinal membrane was also observed on the fourth postoperative day. A bacterium inspection was not performed. The symptoms resolved after the initial medical treatment and surgical treatment.